Event description:
It was reported that the patient had an implantable neurostimulator (ins) replacement surgery and revision on the day prior to this report. The patient stated that she had lost so much weight that the ins was ¿rolling around all over the place¿ in the pocket. The ins movement reportedly caused the lead wires to be pulled out of place. The patient stated that the lead wires had been repositioned during the surgery. The patient stated that the device had ¿got to the point¿ where it was not working right; the patient stated that every time she turned stimulation on, she would get a painful jolt of electricity up her back. The patient had reportedly wanted the ins removed because it ¿hurt so bad.¿ the patient stated that for the two months prior to surgery, she had not been able to do anything except lay on the couch. The patient reportedly had not slept for four days prior to the revision procedure. The patient stated that recharging the ins had been a ¿big inconvenience¿ in the past. The patient stated that she had to charge the device after using stimulation for 30 minutes and it would then take eight hours to recharge. The patient had reportedly been unable to wear the recharging belt due to the amount of weight she had lost and she could only recharge at night while sleeping. The patient stated that following the revision surgery, her back no longer hurt at the lead site and the charging issues had been resolved due to having a non-rechargeable ins implanted. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3550-29 lot# n227641, implanted: 2009 (B)(6); product type accessory. (B)(4).